Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® suctionaid tracheostomy tube cuff deflated after 24 hours of use. No patient injury was reported.

Manufacturer narrative:
One portex® 9.0mm blue line ultra® suctionaid tracheostomy tube was returned for investigation. The device was received without its original packaging. Visual inspection revealed the returned device to be in good condition. During functional testing, the device was submerged in water and a syringe was used to inflate the tracheostomy tube cuff. No leakage was observed during testing. The device was removed from the water and the cuff was re-inflated and left for a 12 hour period. After 12 hours, the cuff was still fully inflated. Investigation was unable to confirm the reported issue and found that the device operated as intended. (B)(4).